Manufacturer narrative:
The device referenced in this report will not be returned to siemens for evaluation; therefore, a physical investigation of the device could not be performed.

Event description:
It was reported that during equipment testing and prior to the start of an unspecified procedure, the catheter was not recognized by the ultrasound system. The catheter was already inserted into the patient when the reported event occurred. The doctor made multiple attempts to reconnect and reboot the system but the issue was not resolved. The doctor pulled out the catheter from the patient and reinserted a new catheter and the issue was resolved. There was no loss of data and there was no patient adverse event reported. No additional information was provided.